Event description:
It was reported while using bd micro-fine¿ pen needles 31g x 5mm (70 count) the cannula broke. There was no report of patient impact. The following information was provided by the initial reporter: this report is about bent cannula npe. Two cases of npe bent were observed in a micro-fine plus 31g 5 mm used in a pediatric patient. 2 defect samples were returned. Bdj confirmed 1 np needle bent and 1 np needle broken.

Manufacturer narrative:
H3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h10.

Event description:
It was reported while using bd micro-fine¿+ pen needles 31g x 5mm (70 count) the cannula broke. There was no report of patient impact. The following information was provided by the initial reporter: this report is about bent cannula npe. Two cases of npe bent were observed in a micro-fine plus 31g 5 mm used in a pediatric patient. 2 defect samples were returned. Bdj confirmed 1 np needle bent and 1 np needle broken. .

Event description:
It was reported while using bd micro-fine¿+ pen needles 31g x 5mm (70 count) the cannula broke. There was no report of patient impact. The following information was provided by the initial reporter: this report is about bent cannula npe. Two cases of npe bent were observed in a micro-fine plus 31g 5 mm used in a pediatric patient. 2 defect samples were returned. Bdj confirmed 1 np needle bent and 1 np needle broken. .

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 19-jul-2023. H6: investigation summary: one open 31g x 5mm pen needle sample was returned from lot. No. 2159716 and one open 31g x 5mm pen needle sample from lot. No. 2194922, cat. No. 320129 along with four photos. Visual examination was carried out on the returned samples and photos and a broken non patient end of the cannula was observed on both samples. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. As the samples returned were open it is not possible to determine root cause. H3 other text : see h10.